Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mhip drawer 4.1 required maintenance. The customer attempted to reboot the station twice, but the drawer was still not detected on the bus. The cubie map showed the drawer as greyed out, with no medications available, and it could not be unlocked. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was with the drawer control board and retractable cable, which had not been functioning correctly and had caused communication errors on the bus. A field service engineer replaced the drawer control board and retractable cable, then verified proper communication across the system. Correct instrument operation was confirmed using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.